Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a follow up in clinic. The patient's right ventricular (rv) lead exhibited loss of capture. X-ray revealed that the lead had dislodged. The rv lead was explanted and replaced. There were no patient consequences.